Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse events of scrotal edema with the associated hospitalization. Scrotal edema as a complication of peritoneal dialysis (pd) therapy is an infrequent yet known complication that is difficult to diagnose the source of the leak. There was no report of a hernia or peritoneal tear; therefore, the physiological cause cannot be determined at this time. However, it was reported there was no malfunction or deficiency of the liberty select cycler or any fresenius product(s) or device(s). Considering the probable causes of scrotal edema in the setting of pd therapy and the information received upon follow up, the liberty select cycler can be excluded as the source of this serious injury. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.

Event description:
A patient contact of a peritoneal dialysis (pd) patient reported that the patient was on a modified treatment because they have a torn abdominal membrane. The patient contact reported that the patient was receiving a draining slowly message during drain 3 of 14 of their pd treatment. The flow alert was set to on and a message occurred. The patient was repositioned and the issue did reoccur, but the patient was able to drain 672 ml out of 700 ml by the end of the technical support call. The technical support representative advised the patient contact to continue the patient's treatment and contact the patient's peritoneal dialysis registered nurse (pdrn). Upon follow up, the pdrn stated the patient was hospitalized on (B)(6) 2020 for scrotal edema caused by a complication of pd therapy. The pdrn denied any report of an abdominal membrane tear as initially reported by the patient contact. The pdrn reported the patient noticed swelling of their scrotum on the morning of (B)(6) 2020 following a continuous cyclic pd (ccpd) treatment on the liberty select cycler. The patient presented to the emergency department and was admitted the same day. The pdrn stated the patient was diagnosed with scrotal edema as a complication of pd therapy. Radiographic imaging in the hospital showed the patient¿s pd catheter (not a fresenius product) in good position and scrotal edema with surrounding complex tissue debris (exact date of imaging unknown). The patient received diuretic medication (medication, route, dose and frequency unknown) during this admission which alleviated most of the patient¿s symptom. The pdrn reported the patient was able to undergo continuous ambulatory pd (capd) in the hospital as capd was the preference for renal replacement therapy in this facility. The pdrn stated there was no incidence of overfill, increased intraperitoneal volume, or diagnosed hernia. Additionally, the pdrn confirmed this event was not due to a malfunction or deficiency of the liberty select cycler or any fresenius device(s), product(s) or drug(s). The pdrn reported the patient had an uneventful hospital course and was discharged on (B)(6) 2020. The pdrn stated the patient is recovering from this event and continues ccpd therapy on the same liberty select cycler with lower fill volumes at home post-discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.